Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2008 due to instability.

Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 10nmol/l and chromium 16 nmol/l) are normal according to the nov guidelines. It was reported by the (B)(6) clinics that the cup inclination angle was 70 degrees with a 9 degrees anteversion. Both are not in accordance with the applicable biomet surgical technique which recommends respectively 45 degrees inclination angle with a 20 degrees anteversion. Based on the provided x-rays the inclination angle was measured at 72 degrees. It is not possible to measure accurately the anteversion on the provided x-rays. Reference is made to the IFU (IFU: (B)(4) (biomet recap total hip resurfacing system) which states in the warnings section: ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure.¿ it is concluded that the reported instability which led to the subsequent revision surgery is caused by the malpositioning of the acetabular system. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.